Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in untreated episodes as well as an inappropriate shock to this patient. This s-ICD was programmed to secondary vector. The noise was reproducible when palpating at the xiphoid location. Programming to primary vector did not reproduce the noise. Technical services (ts) discussed there was likely an electrode fracture and suggested an x ray to confirm. The field representative would discuss with the physician. Additional information was received that the x ray was performed however the field representative did not know the results. This patient is scheduled for a system changeout in the next few weeks. This patient was seen in the clinic since in which no further issues were reported. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in untreated episodes as well as an inappropriate shock to this patient. This s-ICD was programmed to secondary vector. The noise was reproducible when palpating at the xiphoid location. Programming to primary vector did not reproduce the noise. Technical services (ts) discussed there was likely an electrode fracture and suggested an x ray to confirm. The field representative would discuss with the physician. Additional information was received that the x ray was performed however the field representative did not know the results. This patient is scheduled for a system changeout in the next few weeks. This patient was seen in the clinic since in which no further issues were reported. This s-ICD remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.